Event description:
Name of procedure being performed: robotic laparoscopic rectopexy detailed description of event: the rep was not present during the case. During the case the assistant was moving the grasper up the sigmoid colon while the robot arm was moving down the sigmoid colon. During the course of this movement, the grasper jaws and a portion of the green shaft broke and fell into the patient. The entire device, including the portion that broke off, was removed from the patient and the case was completed with the other grasper already in use during the case. No harm to patient. Product is available for return. Additional information received via email on 13jul2021 from [name]: contact information for facility contact has been provided. Photos of the device have been provided. Patient status: no harm to patient. Type of intervention: used other grasper in the case to complete case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the grasper jaws and a portion of the shaft had separated from the event unit. Based on the condition of the returned unit, it is likely that the fracture was caused by a large force that was applied to the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: robotic laparoscopic rectopexy. Detailed description of event: the rep was not present during the case. During the case the assistant was moving the grasper up the sigmoid colon while the robot arm was moving down the sigmoid colon. During the course of this movement, the grasper jaws and a portion of the green shaft broke and fell into the patient. The entire device, including the portion that broke off, was removed from the patient and the case was completed with the other grasper already in use during the case. No harm to patient. Product is available for return. Additional information received via email on 13jul2021 from [name]: contact information for facility contact has been provided. Photos of the device have been provided. Patient status: no harm to patient. Type of intervention: used other grasper in the case to complete case.